Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot#: 15782909, description: next generation anchor kit-sterile. The explanted leads and clik anchor were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a part of patient¿s lead was exiting his skin. The patient underwent a revision procedure wherein the leads and clik anchors were explanted.